Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Product came in broken per customer. Product was damaged during shipping.

Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was confirmed through photographs. Method and results: - device evaluation and results: no product was returned for analysis, however photographs were attached. The photograph shows the open simplex 10 pack carton. The first unit carton shows damage on the outside of the carton, i.e. Two smudged areas of print- work which is consistent with leaked out monomer. The single unit carton is opened and the ampoule in its blister is visible. The ampoule appears fractured at the tip of the ampoule, the cracker/plastic covering is still in place and intact. The tyvek lid had completely separated from its blister and the blister itself appears severely distorted. This type of damage is consistent with monomer dissolving the adhesive of the lid/blister seal and monomer reacting with the blister material itself. No photographs of the shipper box were provided. - medical records received and evaluation: not performed as there was no patient involvement. - device history review: indicate all ten packs were manufactured and accepted into final stock with no reported discrepancies. - complaint history review: there were no other similar reported events for the lot referenced. Conclusions: based on the photographs provided it appears that damage was caused to the unit carton causing the ampoule to break resulting in the damage to the simplex unit carton. This type of damage is consistent with inappropriate handling during distribution/transportation however, the exact cause of the event could not be determined based on the information provided. Further information such as how the product was received and photographs of the shipper box are required to complete this investigation and determine a root cause for this event. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Product came in broken per customer. Product was damaged during shipping.